Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient reported "I have a history of breast cancer from my (mother) I am very worried" for the right side. Device has been explanted. Physician then reported capsular contracture baker grade iii and "large amount of liquid inside the prostheses."